Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular lead had sustained a fracture, triggering a red alert due to the rv lead impedance exceeding 2,500 ohms. The shock coil appeared to be functioning properly. Technical services (ts) analyzed the data and observed that the daily measurement of rv pacing impedance was consistently above 2,500 ohms. Moreover, the electrogram (egm) analysis revealed no indications of noise or oversensing. Further details indicated that the patient presented to the clinic for interrogation, which revealed that the shock impedance was out of range (oor), exceeding 200 ohms. Notably, sensing levels had declined, and upon turning off the device and manipulating it, no unusual activity was detected, with zero noise or oversensing. An x-ray examination showed a separation of the lead at the level of the superior vena cava (svc) coil. As a precaution, the device therapy was turned off, and the patient was admitted to the hospital for lead extraction and the implantation of a subcutaneous device. The lead currently remains in service, and no further adverse effects on the patient's condition have been reported.

Event description:
It was reported that this right ventricular lead had sustained a fracture, triggering a red alert due to the rv lead impedance exceeding 2,500 ohms. The shock coil appeared to be functioning properly. Technical services (ts) analyzed the data and observed that the daily measurement of rv pacing impedance was consistently above 2,500 ohms. Moreover, the electrogram (egm) analysis revealed no indications of noise or oversensing. Further details indicated that the patient presented to the clinic for interrogation, which revealed that the shock impedance was out of range (oor), exceeding 200 ohms. Notably, sensing levels had declined, and upon turning off the device and manipulating it, no unusual activity was detected, with zero noise or oversensing. An x-ray examination showed a separation of the lead at the level of the superior vena cava (svc) coil. As a precaution, the device therapy was turned off, and the patient was admitted to the hospital for lead extraction and the implantation of a subcutaneous device. The lead currently remains in service, and no further adverse effects on the patient's condition have been reported.